Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level above 500 mg/dl and ketones. Customer was treated with intravenous insulin and fluids, and was released from the ER approximately 3-4 hours later. Upon being released from the ER customer "felt pretty good". Reportedly, an occlusion alarm had occurred and pump supplies were changed to address the issue.